Manufacturer narrative:
Concomitant medical product: 4968-60 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient her an alert. An interrogation shows a lead impedance warning for high undefined impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. Follow up concluded the alert was turned off and no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.